Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer had delivered multiple boluses prior to the low. The customer's neighbor provided assistance and the customer consumed carbohydrates and juice to address the bg. Reportedly, the customer was confused and an emergency medical technician (emt) was contacted to provide assistance; however, the customer could not recall how the emt treated their low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.